Event description:
Patient was revised to address a broken, worn meniscal bearing. The patella also had superior wear. Osteolysis was also reported.

Manufacturer narrative:
The products were not returned for examination. The investigation could not draw any conclusions about the reported event based on the lack of the products to examine and insufficient information; however, polyethylene wear after approximately twenty years implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.